Event description:
It was reported that during a da Vinci-assisted surgical procedure, a Maryland Bipolar Forceps had the conductor wire broken. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) has not received the instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. This report was impacted by the eMDR scheduled maintenance occurring (b)(6) 2026 ¿ (b)(6) 2026.